Event description:
It was reported that the patient presented remotely. Upon review, the pacemaker exhibited noise episodes. No intervention was performed. There was no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.